Manufacturer narrative:
Sample has been returned to manufacturer but investigation report is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges the stylet came apart during intubation. The plastic that covers the stylet remained in the et tube when the stylet was removed. No pt injuries reported.